Manufacturer narrative:
Visual inspection (pre and post decontamination) recorded no obvious visual abnormalities. Engineering testing and analysis: the returned tego connector was pressure leak tested per the applicable product specifications. The result recorded leakage. The tego connector was than disassembled and the internal componentry analyzed. The results recorded various internal component damages including, tears to the one piece seal at the underside edge of the slit. The report identified this component damage was the source/root cause of the leakage issue. The engineering assessment noted the characteristics of the component damages were consistent with use of incompatible device/incorrect techniques and not indicative of any assembly/mfg. Processes. Lot build record review: a review of the mfg. Lot build database for the reported lot# 2977187 (mfg. Date 12/2014) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Findings: engineering testing and analysis of the returned tego connector verified a leakage issue attributable to internal component damages. The tego connector was pre-tested prior to use, used for several days/dialysis sessions with no issue noted prior to the event. Although the exact cause(s) of the component damage are unknown the characteristics of the component damages are consistent with use of incompatible device/incorrect techniques.

Event description:
Int'l.((B)(6)) complaint received reporting leakage with use of d1000 tego connector and unknown dialysis set-up. It was reported that "..the connector was about 4 days in use before it was found on the dialysis station that the connector is leaking at the port silicone and liquid leaks. Patients came to no harm." Additional relevant event, set-up/usage information although requested was not provided. Device return: one used tego connector was returned.